Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to medical services that the patient has had their PICC line for several months. It was reported that the PICC line migrated to the right atrium with the external catheter amount the same as when placed; confirmed PICC placement in the cavoatrial junction with ECG. No patient injury was reported.